Manufacturer narrative:
The device history record (DHR) review for the two transform¿ confirmed that the devices met all material, assembly and performance specifications. The device was returned for analysis and there were no anomalies noted to the balloon catheter. No holes, tears or damage that could have contributed to the reported issue were identified. The catheter was unable to be flushed nor would a demonstration 0.014" transend guide wire, pass through, due to solidified contrast blocking/occluding the catheter. The device was submerged in warm water which after the device was able to be flushed, the transend guide wire was then advanced to the distal tip without issue. The balloon was inflated and held its size. Balloon was then deflated without issues .no leaks were identified on the balloon or balloon shaft. Information available indicated that the device was confirmed to be in good condition prior to use. The shaft occlusion was due to bodily fluid likely originating from the procedure as the device was used. The analysis of the device did not identify any damage on the balloon shaft or balloon. The reporting issue could not be replicated during analysis; therefore, it cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the devices in question.

Event description:
It was reported that during a balloon remodeling technique procedure, the balloon could not stay inflated. The physician was uncertain if there was a leak; therefore, the balloon was removed. A second balloon (subject device) was prepared and advanced to the area of treatment, but the same event occurred. The physician removed the second balloon without clinical consequences to the patient.

Event description:
It was reported that during a balloon remodeling technique procedure, the balloon could not stay inflated. The physician was uncertain if there was a leak; therefore, the balloon was removed. A second balloon (subject device) was prepared and advanced to the area of treatment, but the same event occurred. The physician removed the second balloon without clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.